Event description:
A report was received that a pt had a mild infection at the pocket site. The pt experienced slight pain and redness at the pocket site. The physician cleaned out the pocket and treated the pt with IV antibiotics. The physician decided not to explant the pt, because the infection was superficial. The pt is reportedly doing well.